Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 90 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response during testing due to flattened dome switch on the act button. No button error alarm, no unexpected blank display noted and all operating currents are within specification. The insulin pump passed displacement, rewind, basic occlusion, occlusion and prime tests. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.